Manufacturer narrative:
Date of report: 05jun2019, date rec¿d by MFR: 17may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse recommended that the power overlay switch be replaced and also noted that the foot retention foot needed replacement the fse replaced the power switch overlay and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit's light emitting diode (led) indicator turns off when the unit vibrates. There was no patient involvement.